Event description:
Cytoxan was set up to administer to pt. When the medicine was back-primed with normal saline, it was noted that the medication was not dripping in drip chamber appropriately. Adjustments were made to be sure all connections were as they should be. Again, medication would not drip in drip chamber. Asked another nurse to help trouble shoot. We had to change the spike on the bag and also the tubing. Medication was then administered without a problem. The tubing appeared to be defective. The tubing was placed in bag and given to nurse manager.